Manufacturer narrative:
Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4126958. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, the device was explanted due to a tubing fracture. Additional information indicated the tubing fracture occurred at the reservoir inlet tube.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. An otr pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed abrasion on the shorter exhaust tube and inlet tube of the pump and exhaust tube of cylinder 2. No functional abnormalities are noted with the pump either cylinder or reservoir. Because no functional abnormalities were noted with the returned components, this complaint cannot be confirmed as reported.

Manufacturer narrative:
Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4126958. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures.